Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to check the brown to white for open and closed voltage on the switch. The switch was showing always open, so the technical support representative advised the account to replace the switch. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the brake not set alarm was not sounding. The bed was located on the second floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).